Event description:
The physician reported that during a crt-d replacement procedure (sorin crt-d model paradym sonr 8770, s/n (B)(4)), the subject lead dislodged to the atrial chamber, so re-programming of the replacement device excluded pacing therapy relative to it. Due to complications relative to the defibrillation lead (sorin brand isoline 2cr6, sn: (B)(4), MDR: 1000165971-2013-00167), another reintervention was performed, and the subject lead was replaced.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.